Event description:
It was reported that during thyroid surgery, nim response was not observed. No response even when the probe was replaced. Sound suggesting "no response" was occurring and no change in current value. Green check marks were displayed on the screen. There was no known patient impact.

Manufacturer narrative:
H3: product analysis found that visually, the product was returned in a large plastic bag. There was no damage noted in the construction of the device. However, there were traces of contamination found on the cuff and a white band. The continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were 2.6 ohms (red), 3.4 ohms (red with stripe), 3.1 ohm (blue), and 2.7 ohms (blue with stripe), all readings were within specification. Functionally, the device was connected to the nim system (for electrode check and functional test), while exposed part of the electrodes was submerged in a saline solution. Right upon device connection, the device passed both the electrode check and functional test, there were no issues found. For further analysis, a syringe was used to inject 20cc of air into the cuff, and the cuff inflated/deflated with no issues. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. G2: PMA / 510(k) #: this product is not sold in the us <(>&<)> do not have a 510k. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received stating when the current is delivered, there was a sound even though nim did not respond even after the probe was replaced. The sound of being energized was ringing. The current value showed on the screen was 1.0ma. The reported product was continued to be used and the procedure was completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, nim response was not observed. No response even when the probe was replaced with a spare. Sound suggesting "no response" was occurring and no change in current value. Green check marks were displayed on the screen. There was no known patient impact. Additional information received stating when the current is delivered, there was a sound even though nim did not respond even after the probe was replaced. The sound of being energized was ringing. The current value showed on the screen was 1.0ma. The reported product was continued to be used and the procedure was completed.